Event description:
The doctor reported the fracture of this abutment screw.

Manufacturer narrative:
Upon visual inspection it was confirmed that the thread portion of this abutment screw had fractured. Review of the device history records did not indicate a manufacturing deviation that could cause this condition. A definitive root cause could not be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.